Event description:
A consumer reported hazy vision when looking at sunlight and states his "vision is almost too bright" following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested by fax and email on 02/06/2009 and by phone on 01/29/2009 and 02/05/2009. A completed questionnaire has not been received.